Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain. It was reported the pump was alarming. It was noted a critical alarm was sounding every 10 minutes. It was reported the patient missed her refill appointment. The patient did not know when her refill was scheduled as she had issues with her last managing healthcare provider (hcp). The pump starting alarming in (B)(6) 2016, which was also specified as "2-3 weeks ago." The patient has not seen the hcp since late (B)(6). The patient was to see a new hcp on (B)(6) 2016 to determined the cause for the pump alarm and to possibly have the pump refilled. It was noted the patient may need to wait for insurance authorization before the pump can be refilled. The following symptoms have been getting worse since implant: bad headache, vomiting every day since pump was implanted, increased blood pressure, weight gain and arthritis. It was also noted the patient experienced inflammation around the pump, which was discovered at urgent care. The change in symptoms was considered sudden. It was noted the symptoms were sudden since implant, worsened gradually day by day and then worsened even more since the pump has been alarming. The patient has been symptomatic since pump implant on (B)(6) 2015. The patient felt it was the morphine. At the patient's last appointment, she was told the pump was increased as much as it could be increased. It was noted the patient's previous hcp never told the patient anything about the pump. The hcp did not discus what medication was going to go in the pump or when the next refill date was to occur. The patient had to go online and look up the information herself. The patient's insurance company found her a new hcp. Further information was received that the patient thought she had an appointment scheduled for (B)(6) 2016 with the pain hcp, but the appointment was actually for (B)(6) 2016 at 2:00 pm. It was noted the hcp does not deal with the pain pump and asked if a manufacturing representative could attend the appointment to see what was going on with the pump. The patient's pump was critically alarming every 10 minutes or less. The patient's daughter requested information related to removing the pump because it was just too much to get the pump taken care of. It was noted the patient was worse, and the patient did not hear the pump alarm at first. It was noted the alarm was a different sound 2.5-3 weeks ago. The alarm has changed to a different tone, and they know the pump was out of medication. It was suggested the patient work with current pain hcp regarding the next steps. It was also noted a priority page was sent to see if a manufacturing representative could attend the patient's next appointment at 2:00pm on (B)(6) 2016. Additional information was requested regarding diagnostic s/troubleshooting performed, actions/interventions taken, confirmation of empty pump alarm/critical alarm and the cause for the patient's symptoms, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient's medical history included the use of oral morphine, which caused adverse effects and undesired side effects before pump was ever put in.